Event description:
The patient contacted animas on (B)(6) 2012 stating the ok keypad button was intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. The patient denied recent trauma to the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed no evidence of contamination or defect. The pump was opened for investigation and revealed the keypad flex to be peeling off from the base.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.